Event description:
Follow up information received that the patient underwent surgery where the system was explanted.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the lead site. The patient has effective therapy however the lead site pain is unbearable per the patient. The patient may undergo surgical intervention.